Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the 22 g x 1.00 in (0.9 x 25 mm) insyte autoguard has been found deformed during use. The following has been provided by the initial reporter: it was reported that plastic intercaths seem to be more thin and flimsy and easily perforated. Details of complaint (reported issue): our customer has indicated, "that they have noticed that the plastic intercaths are less durable than they previously were. The intercaths seem to be more thin and flimsy and easily perforated. Particularly on the #22 guage." It was indicated, that since the recent packaging change the quality has also changed (gone down). This has been going on for approx. 2 months. The catheters have been removed from use in 2 units.

Event description:
It has been reported that the 22g x 1.00in (0.9 x 25 mm) insyte autoguard has been found deformed during use. The following has been provided by the initial reporter: it was reported that plastic intercaths seem to be more thin and flimsy and easily perforated. Details of complaint (reported issue): our customer has indicated, "that they have noticed that the plastic intercaths are less durable than they previously were. The intercaths seem to be more thin and flimsy and easily perforated. Particularly on the #22 guage." It was indicated, that since the recent packaging change the quality has also changed (gone down). This has been going on for approx. 2 months. The catheters have been removed from use in (B)(4) units.

Manufacturer narrative:
H.6. Investigation summary: received twenty seven unused representative 22ga bd insyte autoguard IV catheter units. The units were within undamaged sealed packages which were returned within a dispenser box; both the units and dispenser box were from lot 9092602. All components were present and intact. Visual / microscopic: all components were present and intact and demonstrated no damage to the unused units that would contribute the reported defect. Needle assessment: the needle revealed no anomalies or damage (i.e. Bends, burrs, flash, deformation, etc.) To the cannula or tip. Cannula tip assessment the needles rated at ¿a¿ (acceptable ratings per specification). The bevel area had the proper bevel cut and the secondary bevel was present on the units. Lie distance; were within specification of 0.001¿ to 0.023¿ on all (B)(4) units. Catheter tip grading: the catheter tips of the unused units graded at: (B)(4) units; ¿4¿ and (B)(4) units; ¿5¿ (acceptable per specification). Flashback test; was conducted in attempt to replicate the customer experience. Note: tip adhesion was cautiously broken on each unit at time of microscopic evaluation. Each unit was then placed into a laboratory provided artificial vein while being observed for the reported anomalies of ¿flimsy and easily perforated¿. Each unit demonstrated to enter the vein with no resistance and revealed to be intact and with no damage when removed. The catheter assembly resulted in no damage (i.e. Spear thru, crinkles, cuts, sheared, etc.), thus to confirm this, the units were water/air leak tested. No leakage was observed in any of the 27 catheter/adapter assemblies; thus the reported defect experienced by the customer was not observed or replicated. Conclusion(s): relationship of device to the reported incident: indeterminate ¿ confirmation of failure of catheter defective / damaged as reported, was not identified or confirmed with the observations and testing conducted on the unused representative units provided for this incident, therefore a root cause of the alleged defect was not established. There was no physical/mechanical evidence to confirm or support manufacturing process related issues for the reported defect.